Event description:
Customer states bleed through (into the gel), contamination in serum, and centrifuge spin rate potentially being different than what may required for the greiner tube. Boston heart is a reference lab who receives specimens from thousands of labs around the country. The specimens are spun down before they arrive. Tech service provided IFU and centrifugation recommendations for this tube. This tube was validated at the facility for centrifugation at 1600g for 15-20 minutes in drucker centrifuges. Customer does provide centrifuges to their clients.

Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. Received customer pictures, including competitor tubes as well. No batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined.